Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number scrolling anomaly was noted. The insulin pump had minor scratches on the display window and cracked display window corners.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that three days ago, his insulin pump ramped up while he attempted to program the amount of carbs. Customer's blood glucose level at the time of the event was between 130-160 mg/dl. Insulin pump will need to be replaced. No additional information provided.